Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 90% occluded lesion being treated was located in the left anterior descending (lad) artery. The pt presented with chest pain. An angiogram revealed the lad was 90% occluded. A taxus express2 stent was deployed. The pt was instructed to take, and did take, plavix for at least 6 months following stent implantation. Two years post the stenting procedure, the pt suffered a myocardial infarction due to thrombosis in the previously placed stent. The pt underwent percutaneous coronary angioplasty of thrombotic stent and further stenting of the lad artery with a non-bsc stent.